Event description:
The account reported that the side rail would not latch. The bed was located in the pt's home. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The technician found a left sheet in the way of the side rail latching mechanism and the bed was in max inflate to help lift the pt out of the bed. This caused too much pressure on the side rail, preventing it from latching, user error. Ac power is not available or power failure has occurred. Warning: a sound risk assessment and protocol is necessary to determine the appropriate surface for the pt's condition. Warning: the optional treatment surface is not a substitute for good nursing practices. The treatment mode should be used in conjunction with good assessment and protocol. The technician in-serviced the account on how to use the lift sheet properly and to take the mattress out of max inflate and the bed functioned as designed. No corrective action was taken due to the user not following instructions and labeling. There was a pt in the bed during time of failure but no injury was reported. Based on this info, no further action is required.